Event description:
It was reported that the lead and analyze buttons located on the device's keypad were not working. The customer called physio-control to obtain the part numbers to replace. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part numbers for the lead and analyze buttons. The device will not be returned to physio for eval. The root cause for the reported failure cannot be determined.